Event description:
It was reported that the patient with the pacemaker exhibited high out-of-range (oor) right atrial (ra) pacing impedance measurements, measuring 2,746 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services reviewed the device data and found a stored episode with noise most likely due to myopotential oversensing. Additionally, there were stored signal artifact monitoring (sam) episodes due to artifact related to the minute ventilation (mv) feature signal which resulted in the mv feature being disabled. Technical services discussed possible causes and provided troubleshooting and programming options. It was recommended to perform a chest x-ray. At this time, the device and this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).